Event description:
Plaintiff has worked as a sitter and care giver, and alleges that while performing her duties she wore latex gloves and developed severe allergic reactions to the latex (or to certain latex proteins). She states that she had to seek medical attention as a result of her continued sensitization to latex products. Reported difficulties include severe emotional distress and an inability to engage in normal activities. She also experienced chest pain and tightness, dyspnea, facial, chest and arm rashes, nasal inflammation and fatigue as well as great despair and loss of enjoyment of life all of which are permanent and life threatening.